Event description:
It was reported to boston scientific corporation that during the placement of an advantage transvaginal mid-urethral sling system, when the trocar was being passed behind the pubic bone, the dilator was punctured when it came through the dermis. The procedure was completed with another of the same device, with no complications to the patient, who was fine at the conclusion of the procedure.

Event description:
The physician opines the dilator perforation may have occurred due to patient anatomy.